Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision has "continued to deteriorate, especially outside in bright light". He reported the surgeon's office determined that a "film or discoloration" had built up on the lens and a laser would be required to remove the film/discoloration. He reported that, within the controlled conditions of the surgeon's office, his vision tested very well; however, in normal conditions, his vision is now worse than before the surgery. He reported he has trouble keeping his golf ball in sight after hitting his drives. In a f/u with the customer, he reported that a yag capsulotomy was performed and he sees "great". At the customer's request, the surgeon was not contacted.